Manufacturer narrative:
, Corrected data: corrected data: g.1 regulatory report owner.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had "no audible low water alarm". This was found during preventive maintenance testing, no patient or user harm.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found that the device was received with a scratched front cover and water tank cover, a small crack under the quick connect, the quick connect was corroded, line cord faded and worn, and the pole clamp was discolored. During the functional testing, it was found that the alarm speaker would only work intermittently. The cause was found to be a faulty pcb. The pcb was replaced along with the membrane switch, quick connect, enclosure, water tank cover, line cord, pole clamp, front cover, labels, o rings and reservoir gasket. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).